Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device septum breaks. The following information was provided by the initial reporter: the staff has repeatedly experienced that the q-site nfc connects with the syringe and that the two cannot be separated without the membrane breaking. The syringe pump then reports occlusion. When did the incident occur - during use.

Event description:
Additional information: follow up response received on 02-jul-2025: hi, see my answers below: was the device being used in/on patient when the issue occurred? No was patient or user harmed? If yes, please explain no was the hcp present when the issue occurred? No if leakage occurred, please confirm the fluid that leaked. It was saline. Was additional medical intervention/medication required? If yes, please explain no. Br.

Manufacturer narrative:
The complaint of a damaged q-syte connector could not be confirmed from the four representative samples that were returned in sealed unit packaging for investigation. A functional test revealed no damage or defects on the samples. The affected units were not returned for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.